Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had minor twiddlers syndrome. It was noted that during a revision procedure, both leads were confirmed dislodged atrial and ventricle (ra;rv). Both existing leads were re-implanted and the same device was used. No adverse patient effects reported. Remains in service. Subsequently additional information was received by a boston scientific sales representative that during a routine follow up the rv;ra leads exhibited high thresholds measurements. That patient was also engaging in activities. The patient was shooting a shotgun which is suspected to have caused damage to the lead system.